Manufacturer narrative:
Pending return of the sample for investigation.

Event description:
The caller, homecare nurse, reported that the tube developed a leak during patient use. The caller stated the tube had been in use 6-8 weeks. Caller was informed of the 29 days of usage recommended in the directions for use. The caller confirmed the tube was replaced during normal scheduled replacement so the issue did not result in premature decannulation. The caller confirmed the patient is doing well.